Event description:
Customer reported that she experienced high blood glucose of 600 mg/dl. Her symptoms included sticky mouth and excessive thirst. Customer treated with injection. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing during manual prime and no air or leaks were found. Customer advised that the time and date were incorrect on her meter and she stated she thought it was the meter, not the insulin pump, that was having problems. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.